Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/layperson alleged that her ultrasmart meter result had read "20 points higher" than an emt's meter within ten minutes. She could not recall the results. Reportedly after the alleged high result, the patient was "tired". The pt was unwilling or unable to state what actions she took before calling emt who treated her with a glucagon injection when they arrived. The complaint is classified as an adverse event because the patient alleged she received treatment for hypoglycemia by emergency personnel. All products were replaced.